Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's service center regarding a system error 2267 (air in tubing) alarm and system error 2367,which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. During troubleshooting, the technical service representative (tsr) advised the patient to cycled the power on the hc and the alarms cleared. The tsr explained the alarms. The caller stated that they would discard the supplies and start over with new supplies. The home patient (hp) had air in his peritoneal cavity when they had a cat (computer axial tomography) scan. The caller and the tsr miscommunicated; new supplies were not used, the caller only changed the cassette and reprimed the hc. The caller would call the dialysis registered nurse (rn) about being connected during an air detected alarm and missed therapy. The caller would review the programming with the rn as the caller stated that the hp should have five cycles and the machine only had four cycles programmed. The caller would call back if there were any problems or questions. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. It was clarified that the patient was not hospitalized for gout, which was past medical history. The patient was hospitalized for air in his peritoneal cavity, shortness of breath and blood infection. The diagnosis date was unknown. The air in the peritoneal cavity was from an unknown cause. The shortness of breath was related to the patients past medical history of congestive heart failure. Cultures were performed and were negative for peritonitis. At the time of this report the patient was still hospitalized and was recovering. Therapy was ongoing. The air in his peritoneal cavity, shortness of breath and blood infection were not related to baxter dianeal solution, device or disposables. The hp was admitted to the hospital and diagnosed with a blood infection. The hp was in the hospital recovering at the time this information was received.